Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdomen pain, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain. Patient underwent essure confirmation test on (B)(6) 2014 and the result was bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received : previously reported event of ¿injury¿ was replaced with ¿pelvic pain¿. New events -¿ abdominal pain, vag. Infect, vag. Discharge, fatigue, hair loss, weight gain¿ added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A66684, b30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation abnormal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, vaginal discharge, alopecia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdomen pain, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain. Patient underwent essure confirmation test on (B)(6) 2014 and the result was bilateral occlusion. Essure tubal insert was placed into each ostium. Each insert extended by 3-5 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: a66684 manufacturing date: 2012-11 expiration date: 2015-11. Lot number: b30423 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A66684, b30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation abnormal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, vaginal discharge, alopecia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the fatigue and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdomen pain, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain. Patient underwent essure confirmation test on (B)(6) 2014 and the result was bilateral occlusion. Essure tubal insert was placed into each ostium. Each insert extended by 3-5 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs and mr received. New events added: abnormal bleeding(vaginal), menorrhagia, dysmenorrhea. Outcome of the previously added event fatigue was updated to recovering/resolving. Lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.